Event description:
The home patient's (hp) daughter reported one 15 liter drainage bag in which a leak was detected during patient use. The hp's daughter stated that the 15l drain bag appears to be overfilling with effluent, but was unable to specify the exact location of the leak. There was patient no injury or medical intervention reported. There was carpet damage reported.

Manufacturer narrative:
The home patient discarded the sample. It was reported to product surveillance on 10/07/2005, that the home patient expired in 2005. The medical director of product surveillance performed medical assessment. The report stated that the death was not related to the leaking of the 15 liter drain bag. The home patient reportedly died due to cardiac arrhythmia and this is not related to the homechoice device or the leak in the drain bag that was reported two months prior.